Manufacturer narrative:
Product problem box unchecked removed. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 384 mg/dl. The customer stated that there was a partial blockage/occlusion at the infusion set site. The customer changed the infusion set site and a bolus was delivered to address the bg level. The customer said the issue was resolved. Tandem technical support suggested to the customer to call in for troubleshooting to confirm the type of blockage that was received. The customer declined and preferred to do troubleshooting without assistance.